Event description:
The MFR rec'd info from a third party svc ctr alleging a ventilator would not power on with ac power. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the third party svc ctr, a failure of the device to power on was observed. The device's power supply was replaced to address the issue.